Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact stopped priming at 17 units during the fill tubing process. Reportedly, the contact was unable to see insulin drops exit the infusion set tubing. Tandem technical support walked the customer through the process, ensured there were no air bubbles/air gaps, ensured luer lock was securely fastened, and continued tubing prime until drops were seen. The contact was then able to complete load process successfully. The customer's blood glucose level was 250 mg/dl and was addressed with the pump.